Manufacturer narrative:
This report is submitted on 13 march 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.